Manufacturer narrative:
Reported event: an event regarding an anteverted cup, involving a 2.1 rio robotic arm int. Orth. System, catalog: 204000 was reported. Method & results: -device history review: not performed as the device being inspected is software. Rio serial number not reported. -complaint history: based on the device identification (pn 204000) the complaint databases were reviewed from 2011 to present for similar reported events regarding an anteverted cup. There were no other reported events for the listed catalog number. Conclusion: device inspection could not be performed, no session data was provided. Three communication attempts were made. Device was not returned for evaluation.

Event description:
The surgeon was performing a makoplasty hip arthroplasty using the robotic arm interactive orthopedic system (rio) and restoris pst/accolade stem implants. The x-ray taken after broaching showed the cup was improperly positioned. The surgeon opted to insert a longer head trial to stabilize the hip and leave the cup in same position.

Event description:
The surgeon was performing a makoplasty hip arthroplasty using the robotic arm interactive orthopedic system (rio) and restoris pst/accolade stem implants. The x-ray taken after broaching showed the cup was improperly positioned. The surgeon opted to insert a longer head trial to stabilize the hip and leave the cup in same position.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated at mako surgical. A supplemental report will be filed when additional information is obtained.